Manufacturer narrative:
The discomfort noted was not present initially after implant. It is unknown if the patient participated in any activities that may have contributed to the discomfort or if any external trauma occurred. The patient is very thin and likely does not have enough tissue in the calf to comfortably support the implanted component. There are no allegations of any system or component failure. Insufficient information is available to the firm to draw any firm conclusions as to the cause of the discomfort.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023 to treat foot pain. The patient initially reported good pain relief, however after several months reported some discomfort at the location of the implantable pulse generator (ipg). Patient and physician elected to remove the system, a full explant was performed on (B)(6) 2024.